Manufacturer narrative:
The product returned had a kink in the device approximately 13mm from the distal tip in the neutral position. The kink was between r1 and r2. A piece of what appears to be the steering wire was protruding from the distal shaft between r1 and r2. All three ring seals were compromised. Dried body fluid was on the tip, the rings, and the distal shaft. The device did not pass the curve tests. The right curve test did not pass because the tip did not reach the shaded area of the template. The steering wire extended further out of the sheath in this position. The left curve test did not pass because the tip does not curve to the left when the left curve is actuated. There was a small amount of body fluid under all three rings. There was a significant amount of body fluid in the interior of the sheath. The kevlar wrap was displaced. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The detached steering wire had retracted under the kevlar wrap and then the end of it had poked up thru the wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the steering wire was protruding out of the catheter. During an ablation procedure for flutter, an intellatip mifi xp catheter was advanced over the femoral vein to the right atrium without problems. Once in the right atrium, in order to ablate the cavotricuspid isthmus, the catheter did not bend anymore as one of the steering wires was broken. Upon removal from the patient it was noted that the steering wire was protruding from the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the steering wire was protruding out of the catheter. During an ablation procedure for flutter, an intellatip mifi xp catheter was advanced over the femoral vein to the right atrium without problems. Once in the right atrium, in order to ablate the cavotricuspid isthmus, the catheter did not bend anymore as one of the steering wires was broken. Upon removal from the patient it was noted that the steering wire was protruding from the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported.